Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that it was thought they we're having a tia (transient ischemic attack) and were sent to the ER (emergency room). The doctors believed that the pacemaker was misfiring. Device remains in use. No further patient complications have been reported as a result of this event.